Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer changed the infusion set and received a no delivery alarm again. Customer stated that the third time he changed the tubing, reservoir, and insulin and he did not get a no delivery alarm. Customer's blood glucose was 180 mg/dl. Customer stated that the alarm occurred previously and it occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has been resolved. Customer stated that it would not allow him to push the plunger at all after filling the reservoir. Customer stated that he doesn't want to get anymore quick sets. Customer stated that has yet to tr a quick set and feels that it won't be that easy.